Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.

Event description:
It was reported that there was an alarm no disposable in the afternoon. The cassette had been changed that morning. The cassette was removed then put back in place and the no disposable alarm occurred again. A second pump was tested and it alarmed no cassette also. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.